Event description:
During the same weekend, staff observed three catheters from the same lot# where the balloon burst each time. So the catheters self-expelled. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
During the same weekend, staff observed three catheters from the same lot# where the balloon burst each time. So the catheters self-expelled. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.